Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar incident review were unable to be performed because the lot information was provided. Based on available information, the cause of the reported difficult or delayed positioning (anatomy) and difficult to open or close (gripper actuation - single) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported through a general comment that the physician has noticed that xtw mitraclip and triclips have been getting caught in chordae and on the leaflets more frequently and gripper actuations issues occurring. In most cases, after locking and unlocking the clip, the grippers would lower. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.